Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that n/s could not be pushed in the catheter initially. When the clinician tried to add more force, the soft flange and grey taper connector are disconnected.

Event description:
It was reported that n/s could not be pushed in the catheter initially. When the clinician tried to add more force, the soft flange and grey taper connector are disconnected.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged groshong connector was confirmed. The product returned for evaluation was one 4fr single lumen groshong catheter. The catheter was received cut into two segments. The proximal segment was inserted through the distal connector segment and overlaid the metal cannula of the proximal segment. The two segments were not connected. The catheter was bunched on the cannula. Grey portion of the proximal connector segment was completely detached from the suture wing and extension tubing. The suture wing region exhibited deformation. Microscopic inspection of the sample revealed the connector components to be well-formed. Mechanical damage was observed on the locking arms of the proximal connector. Tactile inspection of the sample revealed tensile weakness throughout the extension tube. Assembly of the two connector segments was successful and unremarkable. The resultant assembly was patent to infusion and aspiration with no observed leaks. The suture wing deformation and tensile weakness were consistent with separation of the grey portion of the connector due to pulling stress. It appeared that pulling occurred as part of manipulation of the connector during attempted assembly. The bunching of the catheter suggested that advancing the catheter too far onto the cannula may have contributed to difficulty assembling the connector. H3 other text : evaluation findings are in section h.11.